Event description:
It was reported by service report that the head right latching spindle was not latching correctly. It is unk if there was pt involvement, however, no adverse consequences are reported.